Event description:
Related MFR report number: 2017865-2023-21238. It was reported that a patient presented with failure to capture and noise on the right ventricular (rv) lead and noise on the atrial lead. The patient experienced palpitations. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Additional information received notes that the physician elected to cap and replace the right ventricular (rv) lead and atrial lead on (B)(6) 2023. The patient condition was stable.